Event description:
Hospital did a blood glucose comparision on a pt. The lab result was 275mg/dl and the device read 431 mg/dl. Controls were in range. A request was made for the return of the suspect device and replacment products were sent.